Event description:
It was reported that during a colectomy procedure the hand switch on the device was defective. The site used the foot switch to complete the case with the same device. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.